Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced issues charging the pump battery. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to provide additional information regarding the issue.